Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported foreign object blockage in the forceps channel during inspection for use involving an olympus colonovideoscope. There were no reports of patient involvement.